Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003 off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Device evaluation the ziv5-18-125-7-40 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr (B)(4) (emdr 3001845648-2023-00317) which captures the stent elongation and off label use of the original device. Manufacturing records review prior to distribution all ziv devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label it should be noted that the instructions for use (ifu0043) states the following: ¿the zilver vascular stent is intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100mm in length with a reference vessel diameter of 5 to 9mm.¿ there is evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The instructions for use states that the device is intended for use in the iliac arteries however from the information provided the device was used in the superficial femoral artery. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Summary of investigation according to the initial reporter, during the deployment of 01 ziv5-18-125-7-80 device in the sfa, the stent elongated. A ziv5-18-125-7-40 device was used to cover up the stretched out part. This file captures the off label use of the additional device required. No adverse events were reported as a result of this occurrence. Investigation findings conclude a definitive root cause of off label use in the sfa. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 23-jun-2023.

Manufacturer narrative:
PMA/510(k) # p050017/s002 and s003 investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
When went to deploy the stent elongated. The physician put another stent on the inside to cover up the stretched-out part. This file will capture the off label use of the second stent in the sfa. This file is related to pr (B)(4) (emdr 3001845648-2023-00317).